Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed and 24mm x 2.25mm target lesion was located in the severely calcified left circumflex artery. Following pre dilatation with a 2.0mmx10xx balloon catheter, a 24 x 2.25 promus premier drug eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent was damaged. Sequential pre dilatation was then performed with 2.0x10mm and 2.5x15mm noncompliant balloon catheters at 12-16 atmospheres (atm). The lesion was stented with a 2.25x24mm non bsc stent at 18 atm for 20 seconds via buddywire technique. Post-dilatation was performed with a non bsc 2.5x10mm nc balloon catheter at 18 atm for 20 seconds. Distal timi 3 flow was achieved and the procedure was completed. No patient complications were reported and the patient was stable.